Event description:
Allegedly patient had been doing well for over 6 months when the poly insert dislodged from cup resulting in direct contact between the ceramic head and the shell causing clunking followed by hip dislocation after several days. The insert was completely separated from the shell and the 15 degree lip was cracked.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. Additional information has been requested. No complaint was stated against this device. This is the same event as 1043534-2012-00597, 00599.

Manufacturer narrative:
Conclusion: no device failure.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.